Event description:
It was reported that there was a lead polarity switch because the unipolar impedance was higher that the bipolar impedance on the lead. There was also low impedance on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.